Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had malfunctioned. There was unknown patient involvement and unknown patient harm. This is the second of four events.

Manufacturer narrative:
Received five used list #146870489 primary plum sets. This record represents sample 3. The secondary port of each cassette was activated once using a syringe provided by ICU medical. No stick down was observed. After accessing the clave on sample 3 the spike was observed to come out. Where possible the sets were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion performed through both the primary and secondary ports. Leakage was observed from the clave of the secondary port of sample 3. Additionally the claves on the secondary ports were disassembled. Sample 3 had seal tearing and a broken spike. Sample 3: seal: seal tearing on the face of the seal. Spike: cold form damage was observed on the tip of the spike. The spike was observed to be broken. Little to no flash. Body: no damages observed. The complaint of tubing malfunction can be confirmed due to the anomalies observed in the clave as well as the proximal air in line alarm returned on sample 3. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.